Event description:
It was reported that the user inadvertently initiated a ¿fill tubing¿ action while connected to the infusion set and delivered approximately 9 units of insulin before disconnecting under guidance, verifying insulin in the tubing, confirming completion, and then reconnecting. Symptoms included hypoglycemia with a recorded blood glucose of 50 mg/dl without reported neuroglycopenic or autonomic symptoms. Outcomes included self-treatment with oral glucose and recovery to a blood glucose of 73 mg/dl, with no alerts or alarms and no hospitalization. Investigation included troubleshooting and user education to disconnect prior to tubing fills and to verify insulin flow before reconnection. Investigation of this case revealed user-initiated unintended insulin delivery via the infusion set during a tubing fill, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error.